Event description:
A customer reported that during intubation of a patient, using a glidescope go monitor, the screen goes out. Furthermore, it was reported that the monitor was not holding a charge and the connected glidescope spectrum single-use blade detaches easily. The procedure was completed using a different glidescope go monitor which was made available immediately. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The reported glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned monitor and was able to confirm the reported image issue. When connected to verathon's test equipment, the monitor produced intermittent video loss and split image. In addition, corrosion was observed on the monitor's hdmi connector pins. Furthermore, the tsr confirmed that the monitor failed to charge past fourteen (14) minutes. The customer's monitor failed verathon's device functionality testing and visual inspection. The monitor's hdmi connector was replaced with a test hdmi connector which the monitor then produced a normal image, therefore isolating the image issue to the hdmi connector being faulty. Resetting the monitor successfully resolved the power-management issue which the monitor then indicated two (2) hours and fifteen (15) minutes on full charge. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air or drying the connector with a clean, lint-free cloth may have caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of drying the connectors following the reprocessing of the monitor. Upon completion of the evaluation, the monitor was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.